Manufacturer narrative:
The product was not returned for analysis; the lens was discarded. A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported during intraocular lens (iol) implant procedure, they noticed stretched haptic. The procedure was completed on same day. Additional information was requested and received stating that they noticed before implantation and no patient contact. The surgery was completed using unspecified back up lens. No further consequences were reported for the patient.